Manufacturer narrative:
(B)(4). An incorrect device log was reviewed in error when an increased intra-peritoneal volume (iipv) was found during evaluation as reported in the initial emdr. The correct device log was reviewed and no iipv event was found in the log. No further actions will be taken on this.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during cycle 5. The patient's largest prescribed fill volume (lpfv) was 2200 ml and the drain volume was 3780 ml, which met iipv criteria. No patient injury or medical intervention was reported.